Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk and missing end cap sticker.

Event description:
It is reported that customer responded to field notification letter regarding the loose drive support cap. Customer noticed that the drive support cap was loose and sticking out. Customer's blood glucose reading is 126 mg/dl. Customer reminded never to manipulate or push on the drive support cap while connected. Advised customer to discontinue use of the insulin pump. Nothing further reported.